Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 2 it was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) molecular false positives are occurring. The following information was provided by the initial reporter: customer reports molecular false positives. Patient #1: (B)(6) 2023. Sequence #: (B)(6). Biofire result: e. Coli and c. Tropicalis. Gram stain: called gram negative rods and yeast - slide had really just gnr; another bottle from same day came positive and only had e. Coli. Had no yeast grow - upon review said it was just gnr. Culture: e. Coli. Biofire lot #: 2mgn22.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B5: describe event: report 1of 2 . It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) molecular false positives results were obtained. H.6. Investigation summary: catalog: 442021. Batch no.: unknown. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
Report 1 of 2. It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) molecular false positives results were obtained.